Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a very low blood glucose when they were sleeping. The customer¿s blood glucose during the incident was 46 mg/dl, while their sensor glucose was reading in 70 mg/dl. They did not get a threshold suspend due to the sensor glucose reading. Troubleshooting was performed for the sensor discrepancies. They did not mention any form of treatment for the low blood glucose. The customer¿s current blood glucose was 113 mg/dl. The insulin pump will not be returned for analysis.